Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2015. The explanted generator has not been received to date.

Event description:
It was reported that the explanting facility does not return explanted devices; therefore, no product analysis can be performed.

Event description:
It was reported that the patient was experiencing an increase in seizures. It was reported that the generator duty cycle and output current were very high and that physician wanted to have the generator replaced prophylactically as a result of the increase in seizures. It was noted that at the patient's(B)(6) 2015 visit the seizure count was 1. The patient again had experienced one seizure reported at the (B)(6) 2015; however, at the (B)(6) 2015 visit four seizures were reported. Further follow-up revealed that the increase in seizures was above the patient's pre-vns baseline frequency and that the physician believes the generator battery is getting low. The patient was referred for surgery. No known surgical interventions have been performed to date.

Manufacturer narrative:
.